Event description:
A ventilator was returned to the manufacturer service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's flow sensor assembly and active exhalation control module were replaced to address the issues.